Event description:
The customer reported that she was treated by the paramedics due to an insulin reaction, reaction. Prior to the event, the customer got a no delivery alarm during the middle of the night. The customer removed the reservoir and began pushing on the back of the plunger. The customer was still connected during the time. The customer went back to sleep and two hours later, she was experiencing an insulin reaction. The customer stated that the insulin pump is fine, but she constantly gets no delivery alarms with these reservoirs. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge